Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient experienced severe pain. The procedure was continued because the patient was given anti-anxiety medication. There was no user harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient experienced severe pain. The procedure was continued because the patient was given anti-anxiety medication.